Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 400 mg/dl and was lowered with a correction bolus. Tandem technical support performed a system check with the current cartridge and infusion set and both were functioning as expected. The customer was using apidra insulin.

Manufacturer narrative:
The t: slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novlog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.